Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.    During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The flag data available surrounding the inappropriate treatments and patient death does not indicate that the device malfunction occurred during the patient wear.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. No details surrounding the patient's passing were reported. Review of the download data, indicates the patient received two shocks in response to artifact/noise and oversensing of low cardiac signal on (B)(6) 2020. The patient was in an idioventricular rhythm at 90 bpm with artifact/noise and amplitude oversensing at the time of both treatment shocks at 18:48:21 and 18:56:48. The patient's post shock rhythm for both shocks was an idioventricular rhythm at 90 bpm with artifact/noise and amplitude oversensing. The response buttons were not pressed during the event. The device was removed at 10:25 pm on (B)(6) 2020 and the patient subsequently passed away on (B)(6) 2020.